Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
As reported by user facility: there was an order of filters #us999 that was observed to have holes upon inspection. No patient involvement.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Eight (8) sample provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were holes present on the filters. However, under microscopic analysis no perforations or fiber discontinuities were observed. The lighter areas were determined to be variations in fiber coloration where the paper web remained continuous and intact. All materials maintained full barrier integrity and mechanical properties. The observed condition was attributed to natural fiber-density variation, visually misinterpreted as holes under certain lighting conditions. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Based on the investigation findings, the product meets specifications. As a result, the reported failure could not be confirmed to be a manufacturing related issue.